Manufacturer narrative:
Results - a visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens tore. There was no pt contact.